Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction. Do not clean the output socket, other connectors, or the ac power inlet. Cleaning them can deform or corrode the contacts resulting in damage to the light source.¿ the root cause could not be determined. However, as a result of the investigation, it is believed that the reported event may have occurred either because of dust or soiling at the electric contact point of the scope connector, or because of the similar failure in the connection of the controller with the light source, or because of a failure of the board of the controller, which was used with foreign objects such as the remainder of the chemical solution. If the above defect is present, scope communication cannot be performed normally, and scope communication error (b30) occurs. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device has not yet been returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
It was reported, the evis exera iii video system center was experiencing a b30 communication error. According to the initial reporter, a black screen would appear on the device. This would only occur with pediatric colonoscopes. User confirmed that only refurbished scopes were utilized with the device in question. There was no patient harm or consequence reported as a result of this event.